Event description:
Patient was revised to address suspected infection.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Review of the sterile records found the sterilization cycle met the validated parameters. A search of the complaint database found no prior reports for this part and lot number combination. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a; rev. C. Unsuccessful attempts were made to try to obtain additional information. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.